Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap from the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap or compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 12/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/14/2016 with the following findings: during visual inspection of the pump, it was observed that there was no evidence of physical damage on the battery compartment threads. The battery compartment was cracked. It was also observed that the returned battery cap had a damaged coin slot. There was no evidence of physical damage found on the battery cap threads. Unrelated to the initial allegation, it was observed that the battery compartment was cracked and the bolus button cover was torn but the button was able still operable during the investigation.